Event description:
It was reported that the gamma nail broke at the junction of the lag screw. No indication given by surgeon for reason of breakage.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and broken locking screw were classified as primary products during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface, running from lateral towards medial (fatigue fracture). These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. The bridge broke step by step and finally very quickly in a brittle fracture. After the anterior bridge was full or main partly broken, the posterior bridge followed very quickly. Finally the nail broke towards posterior due to an overload. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. Intra-operatively implant damages and postoperative loads are listed as adverse effects in the IFU. If other adverse effects (like obesity or poor bone quality) did also contribute to the implant breakages could not be determined due to missing information. Because no manufacturer related issues were found the case is attributed to a user error, most likely contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that the gamma nail broke at the junction of the lag screw. No indication given by surgeon for reason of breakage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.